Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. To resolve the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin delivery.